Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer attempted to reuse supplies as customer ran out of supplies. Customer's blood glucose level was 250mg/dl.